Event description:
It was reported that the customer was hospitalized due to high blood glucose of 25mmol/l. It was stated that the infusion set and reservoir were changed the day before, but the customer's glucose were slightly up in the evening. Then the customer woke up in the morning with 20mmol/l and was treated with two additional bolus, but the sugar level did not drop and ended in the hospital. Troubleshooting was performed. The programming, time, date, and settings were correct. The manual prime and high pressure tested ok. The alarm history shows no delivery alarms. Advised that the insulin will be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.mfg. Report 2 of 2, medwatch report # 3004209178-2012-90117.mfg. Report 1 of 2, medwatch report # 3004209178-2012-90116.